Event description:
The customer reported that the system exhibited an error and locked up. System functionality was recovered after a reboot. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated during the service event. The system was tested and found to be working as intended and put back into service.